Manufacturer narrative:
Investigation: four samples were received by our quality team for investigation. Upon visual inspection it was observed that though the four samples were observed to have an opened seal, the adhesive that holds the paper to the plastic was transferred from the top to the bottom. This observation indicates that the sealing process was completed in the manufacturing facility, therefore; the reported failure cannot be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality teams investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 4 bd insyte¿ IV catheters had "disengaged" packaging seals and were found before use. The following information was provided by the initial reporter, translated from chinese to english: "in the locker, it was found that the plurality of indwelling needle package seals had been disengaged."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd insyte¿ IV catheters had "disengaged" packaging seals and were found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "in the locker, it was found that the plurality of indwelling needle package seals had been disengaged."